Manufacturer narrative:
Additional information: h3, h6, h11. H11: the actual device was received for evaluation. Functional device testing was performed which found the ac power cord was damaged. A review of the event history log identified a 'battery is not charging' message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported power cord issue was verified. The cause of the power cord issue was due to a damaged power cord. The ac power adapter/cord will be replaced to resolve the event. The reported "pump shuts down by itself" condition was not verified as the device logs showed that the pump turned off from user input. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump "shuts down by itself" and there was a power cord "issue" (not further specified). The process step was not specified; however, this was observed in the surgical department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.